Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The customer contacted baxter's technical service center regarding a check your position (cyp) alarm, which occurred on the homechoice (hc) during use, during fill. The baxter technical service representative (tsr) had the home patient (hp) check the patient line and the hp stated that it had air in it. The tsr had the hp disconnect from the setup and end therapy to restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's husband on (B)(4) 2011 and his wife was able to resume therapy after starting over with new supplies. He did not notice anything wrong with any of the previous supplies. He had accidentally hooked up the heater bag to the wrong line and he was not sure if that had anything to do with the alarm or air in the tubing. Since then his wife has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.